Manufacturer narrative:
An evaluation of the scd 700 was performed for the reported condition of, ¿damaged power cord with exposed copper wire¿. The unit was triaged and the customer¿s reported condition was confirmed. The power cord is damaged and has been replaced and was fully checked for functionality and patient electrical safety. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states a damaged power cord with exposed copper wire.